Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller said the ins "has not worked right" since implant. They noted that it has not worked "fully" and "not all of the time." They also said they were having trouble connecting to make adjustments so they went to their healthcare provider (hcp) and they were unable to connect too. Prior to calling, they increased stimulation from 0.5v to 1.1v on program 2. During the call, the patient had access to their patient programmer (pp)so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation so stimulation was increased to 1.3v. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that it had not worked since the device was inserted. The cause of the trouble connecting was not determined. It was noted that the ¿issues have not been resolved; device is not for elderly living alone.¿ no further patient complications are anticipated or expected as a result of this event.